Manufacturer narrative:
Analysis found insulation abrasion.

Event description:
It was reported that out of range low impedance was found via (B)(4) transmission.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.